Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a bubbled downstream occlusion (dso) seal. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The investigation determined that the dso seal was bubbled and separated and was the cause of the reported issue. The dso seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) sensor seal was bubbled and separated. Per reporter, this event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.